Event description:
Device malfunction: none. Time of symptoms/ae: after hospital discharge. Symptoms/ae: oozing requiring rehospitalization. The following events were noted through a periodic article review. The study was conducted in a tertiary cardiac center to assess the efficacy of the 6fr perclose device. One hundred and forty six consecutive patients undergoing closure of 205 femoral venous access sites. The majority (98%) had a greater than or equal to 10fr sheath inserted. Immediate hemostasis was achieved in 202 sites; however, one patient experienced oozing of the groin requiring rehospitalization for manual compression. The patient had been treated with warfarin and aspirin. No surgical or radiological intervention was required. Though requested, no additional information was provided.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot number was not identified; therefore, a device history record review could not be performed. (Off label use in the femoral vein). Attachment: dr. E. M. Horlick, md, et al; "pre-closure of femoral venous access sites used for large-sized sheath insertion with the perclose device in adults undergoing cardiac intervention:, published online first 3 november 2006.